Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned piece of the lead was analyzed and that visual (microscope) and x-ray inspection of the lead revealed that one cable was completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. With all the available information, boston scientific concludes that the allegation of lead high impedance has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7115578. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.